Manufacturer narrative:
(B)(4). Device manufactured date: 01/16/15 to 01/22/15. As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Replace conclusion code, replace results code and method code. The device was returned and an evaluation is complete. Visual inspection verified the presence of iodine on the sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap appeared to be dry and white before use. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.